Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Tandem technical support assisted the customer with resetting the pump. Touchscreen issue was resolved. Customer's blood glucose was 118 mg/dl.